Event description:
Reporter indicated that use of the magnet no longer helped to reduce or prevent the pt's seizures. There had reportedly been no recent changes to the pt's anti-epileptic drug regimen. Device diagnostic testing approx one month prior was within normal limits, indicating proper device function at that time. It was reported that programmed parameters were increased at the time of device diagnostic testing, but this pt reportedly no longer feels magnet mode stimulation. Review of mfg records for the pulse generator revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to confirm proper device function.